Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 and a ventricular assist device (vad) was placed on (B)(6) 2021. The patient was transferred to a hospice care facility for comfort on (B)(6) 2021. The patient passed away on (B)(6) 2021 from recurrent ischemic bowel and bleeding following the vad placement. The ischemic bowel was not caused by a clot. The pump was not explanted and functioned as intended and there were no alarms for this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additional information was received from the customer stating that the patient was admitted on (B)(6) 2021, implanted with the heartmate 3 on (B)(6) 2021, and discharged to hospice on (B)(6) 2021. The event occurred after the ventricular assist device (vad) placement. The ischemic bowel was not caused by a clot. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 1mar2021 via customer order. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information provided. The manufacturer is closing the file on this event.